Event description:
It was reported that the team went to change a modular cable for a patient and found a bent pin on a modular cable - out of box. The site was requesting a replacement for the out of box issue. The reason for the modular cable exchange was covered under cs-211210. This modular cable was pulled for that event, however upon examination and notice of the bent pin, it was not used and was not ever on the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a bent pin of the modular cable was unable to be confirmed. The heartmate 3 vad modular cable (lot number: 10650775) was not returned for analysis, no photos of the damage were submitted, and no log files were submitted for review. Provided information stated that the bent pin was observed during a modular cable exchange and the modular cable with the bent pin was never used on a patient. Multiple good faith efforts were sent to retrieve additional information regarding if the modular cable would return, and if not, if photos of the damage could be sent; however, to date, no response has been received. A root cause for the reported event was unable to be conclusively determined through analysis. The device history records were reviewed for the modular cable (lot number: 10650775) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 instructions for use (IFU) (rev. D) section 5 ¿surgical procedures¿ outlines how to connect the modular cable to the pump cable, and how to unbox and prepare the modular cable for use. Additionally, the IFU warns that during the implant process, a complete backup system must be available on-site and in close proximity for use in an emergency. The heartmate 3 instructions for use (IFU) (rev. D) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (doc # (B)(4)) section 4 ¿living with the heartmate 3¿ instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The IFU section 6 also informs the user ¿if the driveline or modular inline connector appears damaged, please contact abbott medical for assistance.¿ the patient handbook (rev. A) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.